Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. Failure to follow steps/instructions. The device was not returned for analysis. It should be noted that the perclose proglide instructions for use, states to backload the device over the guidewire until the guide wire exit port of the device sheath is just above the skin line and remove the guide wire before the exit port crosses the skin line before continuing to advance the device.a review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to user technique. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under separate medwatch report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. The sheath was upsized to 14f and the evar procedure was completed. The successfully preplaced sutures were tightened but hemostasis was not achieved. Reportedly, the sutures of two additional proglide devices were deployed over the guide wire and were not successfully deployed. The sutures of a new proglide device were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.